Manufacturer narrative:
(B)(4). Date sent: 7/19/2021. H6: component code: cannula (g04019). Investigation summary. Call home was reviewed for system nm15nea00319 on 4/21/2021. A pr20, nm20ncc15700, was connected to channel 3 and tested. A reflected power error was issued. The probe was retested and then disconnected. A new probe was connected and used for the remainder of the case without issue. Probe nm20ncc15700 (0 uses) was investigated at neuwave. The probe returned with the cannula separated from the probe head. The cannula itself had multiple bends with damage as well (please see images for damage). The root cause of the damage is unknown. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Lot ml20095610 was reviewed (in process sn (B)(6)). Manufacture date: 10/12/20. Expiration date: 5/31/24. There were no problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2023. Investigation summary: call home revealed a reflected power error. The probe was retested and then disconnected. A new probe was connected and used for the remainder of the case without issue. The probe was returned with the cannula disconnected from the probe head, as well as multiple bends and damage. The root cause is unknown. Lot ml20095610 was reviewed (in process sn (B)(6)). Manufacture date: 10/12/20. Expiration date: 5/31/24. There were no problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure that the distal end of the probe tip broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.